Manufacturer narrative:
On (B)(6) 2016: tandem customer technical services confirmed from the pump data that the temperature was within range. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was noted hot and uncomfortable to handle. No temperature alarms were reported. There was no reported impact to the customer's blood glucose level.